Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the battery autonomy issue was due to the main pcb. The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery with reduced autonomy. There was no patient injury reported as a result of this incident.